Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 412 mg/dl, 386 mg/dl, 460 mg/dl and 461 mg/dl and feels tired only. Customer had lunch, cereal and big slice of pizza and meter was reading high, no actual amount. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with bolus. Customer did not allege insulin pump was under delivering. The devices will not be returned for analysis.